Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible under delivery anomaly not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering and bolus not delivered error message. Customer¿s current blood glucose level was 20 mmol/l. Customer also had blood glucose level of 16 mmol/ll. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer experienced symptoms regarding high blood glucose which included such as positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing and mild ketones. The customer was treated for the high blood glucose with manual injections. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering because of error messages and high blood glucose level. The insulin pump was returned for analysis.